Event description:
It was reported that particulate matter (pm) was observed inside the tubing of the amia automated pd cycler set. The pm was further described as ¿looks like a bug in the line of the cassette¿. This was observed during set-up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024, reported as "three weeks ago." D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a black, round, particulate matter embedded and partially encapsulated inside the drain line tubing. The particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during manufacturing. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue during extrusion process. Should additional relevant information become available, a supplemental report will be submitted.